Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up experiencing fatigue and low energy on (B)(6) 2017. Upon interrogation, the patient's pulse generator was found to have reverted to backup operation on (B)(6) 2017. The device was reprogrammed to normal function. The patient was stable following the reprogramming and would continue to be followed normally.